Event description:
It was reported by an eye care professional that a patient developed a corneal ulcer in one of her eyes (unspecified) associated with contact lens wear. The issue has since resolved. Additional information received on (B)(6) 2012 from the eye care provider stated that the diagnosis of central corneal ulcer 2mm in size was confirmed. Treatment included discontinuation of contact lens wear during the event and unspecified eye drops.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).